Event description:
It was reported the monitor did not generate an audible alarm for ventricular tachycardia; however, a visual alarm banner was present. The device was in clinical use, no adverse event was reported.

Manufacturer narrative:
The remote application specialist (ras) spoke with the customer biomed to troubleshoot the issue. Gave instructions to review the clinical audit trail, search by patient's mrn. Selected appropriate filters etc. The results stated that clinical audit trail shows the following: vtach alarm event generated/ended on (B)(6) 2025 @3:02 pm. Red alert sound played for this bed on (B)(6) 2025 @3:02 pm. Vtach alarm acknowledged, at the overview surveillance. Biomed stated that he connected the ECG simulator/tester and the confirmed the alarms sounds are performing as expected. The biomed will review the audit trail with the user. Based on the information available and the testing conducted, the cause of the reported problem was a user issue. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.